Event description:
It was reported that the right ventricular lead exhibited high capture threshold and high impedance. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition and would continue to be monitored.

Event description:
New information states that the right ventricular lead was explanted on (B)(6) 2017 for unrelated reason.

Manufacturer narrative:
Only the middle portion of the lead measuring 44.3/46.6cm was returned for analysis. Analysis was normal. No anomalies were found.